Event description:
Report received from international affiliate that states: "accidental overdelivery of morphine. Pump was misprogrammed to 1 mg/ml whereas solution in use was 5 mg/ml. Pt received 10 mg of morphine instead of 2 mg. Pt experienced respiratory depression, drowsiness and hypoxia. The pt recovered after ventilation. She did not need naloxone."